Event description:
The customer reported that during training being provided to surgeons, an alarm was heard and then a piece of the active waveguide detached from the dissector and fell into the cadaver. The piece was retrieved from the cadaver.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.